Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID envpro-16 (lot: 0011666163); product type: 0195-heart valves product ID l-envpro-16 (lot: 0011640802); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, fluoroscopic check showed no issues. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 24x40 atlas balloon. The delivery catheter system (dcs) was inserted into the right femoral artery. During release of the valve, the patient presented changes in electrocardiogram (ECG). St segment elevations were present, along with hypotension. Echocardiogram identified moderate pericardial effusion. The patient's hypotension became severe, and was followed by three cardiorespiratory arrests. Cardiopulmonary resuscitation (CPR) and pericardial drainage were performed, without success. The patient passed away. The cause of death was hypovolemic shock due to cardiac tamponade and pericardial effusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that, per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the patient¿s death. Per the physician, it was believed that during valve deployment, thrombus migrated from the right coronary artery which caused changes in the electrocardiogram (ECG) and that the transvenous pacemaker perforated the right ventricle, causing the pericardial effusion.

Manufacturer narrative:
Product analysis: intra procedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture, depth assessment was performed in the left anterior oblique (lao) view and appeared to be approximately 2 millimeter (mm) at the left-coronary cusp and 0mm at the non-coronary cusp in the cusp overlap view. Of note, medtronic recommends a target depth of 3mm. Recapture is recommended if depth <(><<)>1mm or >5mm. Thus, a recapture was warranted. However, the valve was released. The final angiogram reveals poor flow in the right coronary artery. It was reported that cardiopulmonary resuscitation was attempted but the patient subsequently died. It was reported that cardiac tamponade and pericardial effusion were identified on echocardiogram; however, echo im ages were not provided for review. As stated in the instructions for use (IFU), potential risks associated with the implantation of the corevalve evolut r bioprosthesis may include, but are not limited to, the following: death; myocardial infarction, cardiac arrest, cardiogenic shock, cardiac tamponade; coronary occlusion, obstruction, or vessel spasm (including acute coronary closure). Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the transvenous pacemaker was no a medtronic device.